Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage and partially deployed. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid monorail self-expanding stent was advance for treatment. However, it was unable to cross the lesion, and the stent tip was deformed. Additionally, the stent was partially deployed. The procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable.

Event description:
It was reported that stent damage and partially deployed. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid monorail self-expanding stent was advance for treatment. However, it was unable to cross the lesion, and the stent tip was deformed. Additionally, the stent was partially deployed. The procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). The carotid wallstent was not returned but device analysis was performed using the photo received. An image was provided by the customer depicting the device with the stent partially deployed and damaged.